Manufacturer narrative:
(B)(4) date sent: 02/01/2023 additional information: DHR (device history review) completed for lot # 421a64.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2023 d4: batch # 677a17 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage and no anvil was received. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: firing the device with an unsecured anvil will result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. While closing the device, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. To close the device, turn the adjusting knob clockwise. The event described could not be confirmed as the device cut and performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 677a17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy the surgeon claims the device fired properly, but only clips applied without cutting the tissue. He had to create new anastomosis, using new device (cdh29b). The surgery was prolonged but successfully completed with no patient consequences.